Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during the analysis. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Device was received by the lab. Healthcare professional later reported ¿...breakage¿ device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was received by the lab marked as insufficient information. Healthcare professional later reported rupture. Device has been explanted.